Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to power on. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history log shows that on july 10, 2016 the device did not pass readiness test due to low battery voltage. Although the event battery was not returned as part of the investigation, we have enough evidence in the activity log to suggest the device acted appropriately. The device was recertified and returned to the customer. No trend is associated with reports of this type.